Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-8741-40 driver broke while inserting a beveled screw. Noticed during a case, device swapped, and case completed with no patient effect.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to use error due to over-torquing/over-engaging the driver within the screw head.